Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the acculink catheter was returned with dried blood and contrast visible. The stent had been deployed and it was not returned. An accunet was returned with the filter basket expanded, and was back loaded through the tip of the acculink catheter. There was 15 cm of the accunet wire sticking out of the rx notch of the acculink. The accunet wire was kinked 8 cm proximal to the exit notch. The rx notch on the acculink was torn distally for the length of 18 mm which appeared to be from the accunet wire. There was bunching (accordion) of the blue inner guide wire lumen located 17 cm distal to the rx notch for the length of 1.2 cm. There were three wavy bends in the shaft/hypotube located 60 cm, 90 cm and 120 cm proximal to the tip of the catheter. The handle was returned in the unlocked position and the slider was at the distal end of the handle. There was no other damage noted. Quality assurance pulled on the filter basket and the accunet wire was able to slide through the bunched section of blue inner guide wire lumen with little to no resistance felt. Quality engineering reviewed the incident information and the analysis of the returned device. The returned accunet wire which was advanced through the acculink displayed a 90 degree kink 8 cm proximal to the exit notch. It is possible that the kink in the accunet wire caused the stiff resistance reported. The cause for the kink in the accunet wire is unknown. It was also noted in the visual analysis that the rx notch on the acculink was torn distally for the length of 18 mm which appeared to be from the accunet wire. If the accunet wire is kinked proximal to the rx notch; then it could have made the removal of the acculink from the accunet wire extremely difficult and could had caused the rx notch to rip distally if excessive force was applied, which was observed on the returned device. It is unknown how the stent could migrate upward or distal in the vessel while pulling downward or proximal on the system. The effect of stenting a non-diseased vessel is not fully understood at this time and will be conservatively considered a potentially injurious event. The lot history record was reveiwed and there are no non-conforming material reports associated with this lot number. Quality engineering was unable to determine a conclusive root cause; however, it could be related to operational context in which the device was utilized. This case is considered closed by the quality assurance department.

Event description:
Device malfunction: unintended site. Time of malfunction: during procedure. Symptoms: none. It was reported that during a stent procedure of the rica, difficulty was encountered trying to cross the lesion with the stent, so a buddy wire was used to aid advancement and the stent was deployed. After deployment when retracting only the delivery system stiff resistance was met. It was noted and the only way to get the system out of the body was pulling the sheath, stent delivery system, epd filter, and buddy wire out together. They were 'locked' or tangled together inside the sheath. It was further noted that the deployed basket did not get tangled in the deployed stent during the removal; however, the forceful tugging caused the stent to migrate upward not providing coverage to the lesion. A second stent was placed across the uncovered lesion with an overlap of approximately 5mm. No post dilatation was performed. There were no patient consequences and no additional information.